Event description:
The customer reported a false positive result on the alinity m sars-cov-2 assay. On 30-jun-2022, a patient emailed the laboratory stating they "encountered puzzling results" in regards to a sample collected on (B)(6) 2022. The patient requested to confirm that the sample is not a false positive as they proceeded to receive four negative results following the positive result. The patient states that they received a negative home test on (B)(6) 2022, a negative cvs test on (B)(6) 2022, a negative home test on (B)(6) 2022, and a negative lda (laboratory developed assay) test on (B)(6) 2022. The patient's sample was run twice on the alinity m sars-cov-2 assay in order to confirm that it was a true positive. The molecular application specialist (mas) verified that the sample with bar code (B)(4) was run on alinity serial number (B)(4) and the result was positive with a cycle number (cn) 38.56, which was interpreted as positive. The sample was re-tested on alinity sn (B)(4), completed on june 23 at with cn 38.00, and interpreted as positive. There was no impact to patient management reported.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: the customer data review for the reported false positive samples was performed. The runs which involved the discrepant result were valid and met assay specification requirements. There were neither error codes nor flags associated with the assay controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot# 526395 are performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the reported discrepant result were analyzed and did not appear abnormal. Quality data review: device history record (DHR) / batch record review: the DHR review for alinity m sars-cov-2 amp kit (list 09n78-095) lot# 526395 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventative action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot# 526395 (including the components) was performed to identify any records that were potentially related to the reported complaint. This CAPA review did not identify any existing internal issues or post-production use issues related to the reported complaint for the lot numbers under investigation. Complaint history review: a lot specific complaint history review was performed to identify related complaints to the ticket being investigated. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot# 526395 was not identified.